Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. A product history review is being performed. As the device remains implanted, no further investigation of the device can be conducted. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on september 14, 2024, from the medrio vbx 2104 study database: on (B)(6) 2018 this 78-year-old female patient underwent endovascular treatment for a pararenal aneurysm. The patient was treated with a cook t-branch device and five gore® viabahn® vbx balloon expandable endoprosthesis devices to the celiac trunk, superior mesenteric artery, right renal artery, and left renal artery. The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. On (B)(6) 2021, the patient was noted to experience a type ia endoleak in the main aortic graft due to proximal disease progression (ae1). This was noted to be resolved after reintervention on (B)(6) 2021. On (B)(6) 2023, the patient experienced a type iiib endoleak due to superior mesenteric artery (sma) stent fracture. The event was reported to be graft related with a wire fracture in the side branch sma and as ongoing. The endoleak was described as occurring from the inferior portion of the sma to the mid-aortic component. The inferior mesenteric artery was also noted to be occluded on the performed cta. No resolution date was provided and no reintervention was documented.

Manufacturer narrative:
Updated product investigation report: this complaint was reported through a study alert. The primary reported device failure mode, stent wire fracture resulting in a type iii endoleak observed approximately four years after initial implant, was confirmed through evaluation of clinical study images. Neither the specific timing nor mechanism of the damage could be identified. The manufacturing records for device serial number (B)(6) indicate a potential relationship to this complaint. In 2017, a manufacturing aid was identified that could have resulted in increased radial crush force during processing. The increased radial crush force could affect the integrity of the stent strut material. During a subsequent process change a replacement manufacturing aid was implemented in 2017 to correct for the potentially increased radial crush force. However, a causal relationship between the manufacturing conditions and the confirmed stent wire fracture could not be established. The specific device confirmed to have the fractured wire, and the cause of the vbx device strut fracture, could not be established with the information available. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include but are not limited to: endoleak and/or endotension".

Manufacturer narrative:
Product investigation report: this complaint was reported through a study alert. The primary reported device failure mode, stent wire fracture resulting in a type iii endoleak observed approximately four years after initial implant, was confirmed through evaluation of clinical study images. Neither the specific timing nor mechanism of the damage could be identified. The manufacturing records for device serial number (B)(6) indicate a potential relationship to this complaint because increased stent crush force during manufacturing could be related to a subsequent stent fracture; however, a causal relationship between the manufacturing conditions and the confirmed stent wire fracture could not be established. The specific device confirmed to have the fractured wire, and the cause of the vbx device strut fracture, could not be established with the information available.